Event description:
Revision occurred on (B)(6) 2026 approximately 392 days after the primary which occurred on (B)(6) 2025. No fall or other trauma was reported. Based on comparing usage forms only humelock reversed ta6v cementless glenoid baseplate w/peg ti/ha ø24mm, +6mm lateralized, humelock reversed centered glenosphere w/ screw cocr/ta6v 10° tilt ø36mm, humeral cup standard pe/ta6v ø36/+3, two standard screw ta6v ø4.5mm l.30mm and two standard screw ta6v ø4.5mm l.25mm was explanted due to dislocation and replaced with offset taper adapter ta6v ø24 / ø10 and centered head 50x21. Fx v135® humelock stem ta6v ø32/08 l. 120mm cementless ti/h was not replaced.

Manufacturer narrative:
Revision occurred approximately 392 days after the primary surgery due to dislocation of unknown cause. No actual, implied, or suspect link to fx products.